Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels 40 to 60 mg/dl range. Troubleshoot was assisted. The customer states that auto mode does not catch it right away and keeps delivering . The product will not return for analysis.